Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a balloon rupture occurred. The 100% stenosed lesion being treated was located in the calcified, severely tortuous right coronary artery (rca). When pre-dilating the lesion with the 15x1.5mm maverick balloon, the balloon ruptured at 10 atms on the first inflation. The procedure was successfully completed with a different device. No pt complications were reported. Pt status reported as "good".